Event description:
It was reported that the device had incorrect voice prompts and it would not power off when the lid is closed. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure. The customer has received a replacement device.